Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was placed during a percutaneous endoscopic gastrostomy (peg) placement procedure performed on (B)(6) 2015. According to the complainant, the peg tube had brown/black discoloration. On (B)(6) 2016, the duodopa treatment was suspended due to an infection at the stoma site. The peg was removed and the patient was placed on oral antibiotic therapy (antibiotic medication is unknown). Reportedly, the installation of new tube will follow once after the stoma heals. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.